Event description:
Customer reported the right monitor will not show live video. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and removed, and replaced an unapproved aftermarket splitter. System operates as intended.